Event description:
During an lar procedure the following: "cartridge moved to forward, and 1/3 part of staple line was not stapled in 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient.